Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee lesion. A 2.5mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During fifth inflation, it was noted that the balloon ruptured at 12 atm for 15 seconds. The device was removed without any problem using the normal method. The procedure was completed with the use of another of the same device. No patient complications were reported and the patient status was good post procedure.